Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft migrated proximally. Film images taken 36 months post implant reveal no recent stent graft migration. No clinical sequelae were reported. The patient is under evaluation for aortic extension placement.

Manufacturer narrative:
Pt under evaluation.